Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient needed a pocket revision due to picking at the implant incision. Confirmation that no infection was present was provided. No adverse patient effects were reported.